Manufacturer narrative:
(B)(4). Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the lead and extension revealed the following: circuit #2 conductor wire broken under crushed marker band. Circuits #0 conductor wire broken at connector sleeve. Broken conductor(s) in body of the tined lead (at or near tines). Extension is functionally ok.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
Additional information received reported that a lab culture of the fluid was negative. No organisms were seen.

Event description:
Additional information received reported that during the revision for normal battery depletion, brown fluid was found surrounding the lead and extension. The lead, extension and neurostimulator were explanted.

Event description:
It was reported the pt was experiencing bilateral leg pain possibly from ins site. It was stated pain was radiating from ins site through back of legs to knees. At an explant procedure for normal battery depletion, the pt's lead and extension were replaced. The pt recovered without sequela.